Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, a trapezoid basket was used but the contrast agent could not be injected. Another trapezoid basket was used to complete the procedure. There were no patient complications as a result of this event. The investigation results revealed the side car - rx was pushed back; therefore, this is now an MDR reportable event.

Manufacturer narrative:
Device problem code: (B)(4). The returned trapezoid basket was analyzed, and a visual evaluation noted that the side car-rx was pushed back out of specification. Functional test noted the device was able to extend as intended. The leak test was performed and found the device is non-leaking. The device could be flushed without any obstruction. Based on all available information, it is possible that the manipulation or technique to interact with the device could have caused the difficulty to inject the contrast agent and resulted to side car-rx pushback. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.